Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a pressure sensor calibration test step. The device needs to be re-evaluated and retested. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a pressure sensor calibration test step. The device needs to be re-evaluated and retested. The device evaluation was completed at the manufacturer's service center. The pressure sensor calibration test step was confirmed. The issue was found to have been caused by a pinched tubing. The tubing was reseated. Additionally, not related to the reportable event, the device's rubber feet were missing and were replaced. The device was tested and passed all final testing.